Event description:
It was reported that the physician was placing the catheter in the pt's subclavian vein. At which time, he was able to place the spring wire guide (swg) but there was a steep angle to the clavicle & could not advance the catheter over the swg into the vessel. The physician attempted to withdraw the swg to try to advance the catheter with increased flexibility, however, the swg would not withdraw proximally from the catheter & with increased force the swg "sprung." The swg & catheter were removed as one. There was no swg extending from the distal end of the catheter. An x-ray was performed & demonstrated no residual swg was left in the pt & had all been removed in the catheter. The catheter was disposed off in the medical waste sharps container. It is unk if there was a delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.